Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device it was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, battery test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and blank display. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. The customer did not report insulin pump had motor position encoder error. The customer stated that they were unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.